Event description:
It was reported that episodes of noise were noted when the patient presented in clinic for a routine follow-up. The noise was reproducible in-clinic. Review of the session records showed non-sustained rv oversensing episodes caused by myopotentials oversensing. Programming change was made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.